Manufacturer narrative:
No patient injury reported. Hemostasis obtained with the device conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause. Note: this submission is being filed late because of issue with the web trader account.

Event description:
The 6/7f vascade was inserted into the sheath to the white marker. The disc was opened. Sheath was removed temporary hemostasis was achieved. Gentle back pressure was held by the silver handle, the key was inserted into the lock, and the lock was brought back up to expose the collagen. The staff let it dwell for 15 seconds, but when the dr. Went to strip the collagen he didn't feel the green tube moving up or down. The staff then collapsed the disc, held pressure, and took the device out. The collagen was stripped but the distal outer sleeve has separated from the joiner. Collagen was deployed successfully and no injury or complications noted.